Event description:
During a coronary stent procedure of a svg, the physician was attempting to direct stent and was unable to cross the lesion. While attempting to retract the delivery/stent device back into the guide catheter resistance was encountered. The stent dislodged at the distal end of the guide (just outside of the guide) and attempts to snare were unsuccessful. The undeployed stent embolized and remains in the pt. Pt status is listed as "okay".